Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: bilateral radiculopathy due to disc at c5-6-7 level procedure: acdf(anterior cervical discectomy and fusion) it was reported that, intra-op, it was observed that flanges were moving during screw insertion. The implant broke into two pieces. The broken device was explanted. The implant came in contact with the patient. Patient complications as a result of alleged event were unknown.